Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. There were two devices involved in this event reported under: 1222780-2021-00158.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021, the physician observed a uterine perforation. The case was aborted to give treatment to the patient. No other information is available.

Manufacturer narrative:
Device was received and tested. Visual inspection was performed and had no kinks or damages .the dessicant and the cervical collar were missing. Array had no blood/tissue and was exposed. External sheat had no blood/tissue and was exposed . Length setting was 6.5 internal flexures were not yielded. Vacuum relief valve didn't have blood and moved correctly. Blood in the imd housing and suction line . The rf controller testing was executed using a cervical collar and a dessicant, the bubble test, eap and cia passed . Hence the cia fails reported in the complaint can't be confirmed. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.